Manufacturer narrative:
Product discarded by customer.

Event description:
It was reported that the pointer tip broke off during a procedure. The device's tip breaking off during a procedure could cause an infection to the patient. There was no known patient impact or procedural delays.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the pointer tip broke off during a procedure. The device's tip breaking off during a procedure could cause an infection to the patient. There was no known patient impact or procedural delays.